Event description:
It was reported that during an sfa procedure. The delivery system buckled while advancing over the wire. Removed and replaced with another of the same type with no further complications being reported.